Manufacturer narrative:
Correction :evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of returned product noted that the instrument firing knobs were retracted and the articulation lever was in neutral position. No visual abnormalities were observed with the instrument. Functionally, the reload was loaded into a pmv instrument. The instrument loaded, clamped, yet would not cycle due to a problem with the green button. Although the green button is being pushed, the instrument couldn¿t fire. The product was sent to engineering for additional evaluation. The visual and functional evaluation noted that the green button didn¿t function properly because the actuator grasper, which impede the green button to function properly when activated, and a rack tooth was found to be broken. It was concluded that the condition of grasper actuator broken and broken rack tooth may occur if the instrument handle is forced to return without pressing the green button. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage can occur if the instrument handle is forced to return without pressing the green button which will cause the grasper actuator which is located in the firing rack to rupture/break. Since the actuator grasper is what impedes the green button to function, when broken, the green button would not function properly. The root cause of the malfunction green button was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy for gastric cancer, while off the stomach tissue, the device was unable to fire and handle could not be squeezed. A new device was used in order to complete the case. No patient injury, patient is alive with no injury. No reinforcement material was used.